Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. A further investigation is being conducted for the reported complaint. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find three other reports with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 2243441-2017-00159, 2243441-2017-00160, 2243441-2017-00161, 2243441-2017-00163, 2243441-2017-00164. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that after placement of the anchor, the plastic tube hitched in the system of the angioseal so that the collagen was not compressed. The user then manually peeled the tube out of the handpiece and ended the process. This happened with a total of 6 products of the same batch. Four (4) of them were used on the patient, the other two used to evaluate possible errors in the handling. The error also occurred in these cases. Exact intervention dates are unknown. None of the affected four patients suffered any damage. After manual placement all patients were given a compression bandage for a short time and had no complications. Case 1 with patient. There was no impact to the patient.